Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test alarm. The customer's blood glucose levels were 142 mg/dl at the time of the incident. The customer stated that the insulin pump alarm reoccurred. Troubleshooting was provided for the insulin pump error alarm. The alarm was not able to be cleared. The insulin pump will not return for analysis.